Event description:
It was reported that a catheter issue occurred. The 91% stenosed target lesion was located in the non-tortuous and moderately to severely calcified peripheral artery. An opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion over a v-18 wire. Clear ivus images were initially obtained. However, when the lesion became very tight, the image turned black. The catheter was pulled back through the lesion and flushed but the image did not return. Upon removing the ivus, it was noted that the catheter had come off the wire, and the monorail section of the catheter was torn. The procedure was completed with another of the same device. There were no patient complications and the patient fully recovered.

Manufacturer narrative:
H6: updated conclusion code.

Event description:
It was reported that a catheter issue occurred. The 91% stenosed target lesion was located in the non-tortuous and moderately to severely calcified peripheral artery. An opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion over a v-18 wire. Clear ivus images were initially obtained. However, when the lesion became very tight, the image turned black. The catheter was pulled back through the lesion and flushed but the image did not return. Upon removing the ivus, it was noted that the catheter had come off the wire, and the monorail section of the catheter was torn. The procedure was completed with another of the same device. There were no patient complications and the patient fully recovered.